Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that while monitoring the patient the readings of the sp02 were inconsistent. The source notes indicated that the patient has passed away. No other clinical information or medical intervention was reported. Additional information is requested for further clarification and assessment of the customer¿s alleged harm.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation that the spo2 cables revealed the values obtained via the patient simulator were numerically identical regardless of which cable was tested. The intermittent signal loss stopped after switching to another spo2 cable. Then, when switching back to the original cable, the signal loss did not recur and could not be duplicated. By switching the cables, it appears the original cable was reseated. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed.